Event description:
The reporter indicated that a 12.6mm vticm 12.6 implantable collamer lens of -10.50/1.50/058 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2012. Low vault with refractive surprise was observed. The lens remains implanted. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
B5 - corrected to: "the reporter indicated that a 12.6mm vticm 12.6 implantable collamer lens of -10.50/1.50/058 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2012. Low vault was observed.the lens remains implanted. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted." In the initial MDR. H6 - medical device problem code: 1401 should be removed from the initial MDR. Claim # (B)(4).